Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was revised due to lead dislodgement determined by post procedure x-ray. This rv lead remains in service. No additional adverse patient effects were reported.